Event description:
It was stated that the customer experienced high blood glucose levels as high as 600 mg/dl. The customer changed the infusion set and later began feeling ill. It was stated that the customer was hospitalized for high blood glucose levels between 400 and 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.